Event description:
For event description: baxter's clinical educational services notified baxter fenwal's customer quality assurance (cqa) dept on 3/17/99 of a potential donor reaction during a plateletpheresis procedure. During a follow up conversation with customer on 3/17/99, the customer reported a 43 y/o repeat female plateletpheresis donor, weighing 190 lbs., experienced tingling and nausea during a plateletpheresis procedure. The customer described the donor as being diaphoretic and hypovolemic during the reinfusion step of the procedure. The donor was given cold compresses and fluids by mouth. No other treatment was reported by the customer. The donor left the collection facility in good condition. Procedural info: start time: 6:12 pm., end time: 8:02 p.m., "wb" processed 6572 ml; "acd" used: 694ml; product collected: 582 ml, "wb:acd" ratio 10:1. Donor was donating a double platelet product.